Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp), experienced a pneumatic system failure. No patient involved.

Manufacturer narrative:
Due to character limit:e1 event site name)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce any problems with the pump. There were multiple augmentation below limit set logged. The fse indicated that there was a leak in the iabp circuit. The fse performed a full pm functional and calibration verification. The unit passed all test and calibrations and is not ready for clinical use.